Event description:
It was reported that the insulin pump had a screen that went dark. The customer's spouse stated that the back light did not work. A lost sensor alarm was also noted. The blood glucose reading was 180 mg/dl. The customer's wife called back and stated that the screen was difficult to see and new batteries did not make any difference. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump communicated properly with the test transmitter and glucose sensor simulator and no lost sensor alarm was noted. The back light functioned properly. However, the display had a ghosting effect due to moisture damage on the display board. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.